Event description:
It was reported that the patient experienced a diabetic coma. He fainted and was transported to the hospital. The doctors stated that the performance of the infusion device contributed to the patient's condition. The patient's blood glucose level was 70 mg/dl when he woke up that morning. The infusion device was requested to be returned; it was received and has been evaluated.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.